Manufacturer narrative:
Manufacturing and quality control data: the progav® 2.0 shunt system was manufactured by a qualified employee on november 2019. Deviations during assembly did not occur. The product was finally tested as article fx441t and released for packaging and sterilization and was sterilized by miethke. All tested parameters were assessed according to specifications. Visual inspection: the following observations were made during the visual inspection: no deformation detected. Permeability test: the test showed that the progav® 2.0 shunt system is non-permeable. Adjustability test: the progav® 2.0 was found to be adjustable to all pressure settings. The shuntassistant® is a fixed pressure valve, therefore the adjustability test is inapplicable. Braking force and brake function test: the braking force of the progav® 2.0 was within the specified tolerance and the brake function operated as expected. Internal inspection of product : after dismantling of the valves, some deposits were found in both valves. Results: based on our investigation results, we can identify a blockage in the shunt system. We are assuming that the deposits detected within the valve have caused the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Small amounts of non-visible deposits/proteins might compromise the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Additional information/ investigation result will be submitted in a supplemental report.

Event description:
It was reported that a progav 2.0 shuntsystem (#fx441t) was implanted during a procedure performed on (B)(6) 2020. According to the complainant, the valve was believed to have a blockage. The patient underwent a revision procedure. No patient complications were reported as a result of the revision procedure. Age: (B)(6). Height: 79.6 cm. Weight: (B)(6). Gender: unkown.